Event description:
The doctor indicated that an 89 year old female presented for a gastric hemostasis procedure. After several attempts to cauterize the bleeder, it was noted that the tip of the probe became detached. Two unsuccessful attempts were made in retreiving the probe's tip using forceps. The physician decided to leave the tip in the stomach for natural passage. The patient was discharged without any reported complicationsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.